Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the stapler fired but stopped halfway through the firing process part and there was poor staple formation. The reload and handle was replaced to resolve the issue. There was no patient injury.